Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock and pacing impedances. Rv pacing impedances were reported to be greater than 3000ohms. Technical services (ts) was contacted and suggested reprogramming options due to the health care professional (hcp) expressing interest in disabling rv therapy; however, this was not confirmed due to patient dependability on rv therapy. Additional information was provided indicating that the associated right ventricular (rv) lead was suspected to be damaged on a previous replacement procedure. Per physician decision rv therapy was decided to be disabled. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.